Manufacturer narrative:
The catalog number and lot code was not provided. The device was described as a trident hemispherical acetabular shell (ceramic) 62mm cup. However, based upon the event description provided, it appears that the suspect device is a ceramic liner, not an acetabular shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported via (B)(4) that the patient had a right total hip arthroplasty with ceramic on ceramic surgery on (B)(6) 2005. On (B)(6) 2014 patient reported feeling "something give with the immediate onset of pain and loud noise in the hip". Patient presented to md, xray taken revealed fracture of the ceramic liner of the cup. Required revision of right total hip replacement surgery on (B)(6) 2014

Manufacturer narrative:
An event regarding fracture involving a unknown trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported via mw5038525 that the patient had a right total hip arthroplasty with ceramic on ceramic surgery on (B)(6) 2005. On (B)(6) 2014 patient reported feeling "something give with the immediate onset of pain and loud noise in the hip". Patient presented to md, xray taken revealed fracture of the ceramic liner of the cup. Required revision of right total hip replacement surgery on (B)(6) 2014